Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2hr59 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 30-jun-2023, UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since around july has been having problems with the neurost imulator, a return of their overactive bladder symptoms. Patient mentioned that they had a standard follow up appointment on (B)(6) 2023 with the pa, and patient said that mentioned return of overactive bladder systems so that pa reprogrammed the setting to pro gram 6 at 0.9 and that seemed to help. However, during that time the pa also ran an impedance test and said all electrodes were found to have impedance errors. Patent said that due to impedance results patient had an x-ray performed that same day and that is when they were told that the lead had moved. When asked, no falls or trauma. Caller said that the pa called someone to discuss the impedance test. Please note no previous calls found in the system. Caller said that they were told by the pa that the patient needs to have the system surgically replaced and was referred to a surgeon due to change in insurance coverage. Caller said that patient has an appointment scheduled with a different surgeon for a consultation on friday at 10: 30am. Patient asked for warranty information. Reviewed information. The patient also reported that since around (B)(6) 2023, has noticed that the implant battery is depleting much faster than it used to. Caller said that used to charge every two weeks and after two weeks the battery would be down to 30%. Caller said now it is every four days the battery depletes by 30%. Reviewed how different settings will affect recharge interval. Also in the (B)(6) 2023 timeframe, patient said that has noticed a change in ability to make adjustments, said can't set the a mplitude any higher on various programs. Patient said when tried to increase the amplitude, received the message that system is operating at maximum settings. The patient was redirected to their healthcare provider to further address the issue. An email was sent to the field staff notifying them of the situation.